Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that when she was in jail they would do check on the inmates and had a device stuck on the wall. When they would do these checks she would have to urinate right away. Also, when she was in jail, sometimes her stimulation would go up so high that her leg would jerk and she had no way to change it because she lost her programmer. This reportedly occurred on (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.